Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, lead noise was observed on the atrial lead. Patient was brought into the clinic and noise was reproducible with pocket manipulation. Programming changes were made and the issue was resolved. Patient was stable during and post event.